Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the 42 in. (107cm) single port single bladder disposable cuff with plc, part number 60707515700 and lot number z000002448, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2016, it was reported from (B)(6) that three 42 in. (107cm) single port single bladder disposable cuffs with plc would ¿go out¿ and were considered broken. On (B)(6) 2016, a returned product investigation was performed on the 42 in. (107cm) single port single bladder disposable cuffs with plc. The physical evaluation revealed that the returned cuffs had a leak in the bladder causing them to loose pressure while under a load. The results of the returned product investigation have confirmed the reported event. The root cause for the cuffs to ¿go out¿ and be considered broken was due to a leak in the bladder causing them to loose pressure while under a load. The reported event was confirmed during inspection of the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the attachment for the cuff was leaking air during surgery. No adverse events were reported as a result of this malfunction.